Manufacturer narrative:
Analysis of the pump (B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stalls. Analysis of the catheter (B)(4) found the sc connector had non-significant indent in seal that did not affect infusion. The catheter was noted to not have been connected upon return. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 24-may-2014, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient and a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (4000 mcg/ml, 1286 mcg/day), clonidine (600 mcg/ml, 193 mcg/day) and bupivacaine (2.0 mg/ml, 0.643 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2018, the issues reported were "premature battery depletion, withdrawal symptoms, pump alarm". There were no reported environmental, external or patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed was "patient's pump alarmed. The pump was interrogated. Motor stall occurred was shown." Logs were received and showed a motor stall occurred on (B)(6) 2018 at 10:36 (also recorded in different logs as 10:31). On (B)(6) 2018 at 10:36 a 'stopped pump period may exceed tube set' message occurred. On (B)(6) 2018 at 08:49 a motor stall recovery occurred. On (B)(6) 2018 at 13:11 a motor stall occurred. On (B)(6) 2018 at 13:11 a 'stopped pump period may exceed tube set' message occurred. On (B)(6) 2018 at 14:28 a motor stall recovery occurred. On (B)(6) 2018 at 16:58 a motor stall occurred. On (B)(6) 2018 at 09:05 a motor stall recovery occurred. On (B)(6) 2018 at 09:39 a motor stall occurred. On (B)(6) 2018 at 09:39 a 'stopped pump period may exceed tube set' message occurred. There were no messages or indication in the logs that a premature battery depletion occurred as it was previously reported. Early replacement indicator (eri) was indicated on the logs as 12 months. On (B)(6) 2018, the patient's status was alive - with injury with the injury specified as 'patient in withdrawal'. The patient was "going to ER to be managed with orals". Additional information received on (B)(6) 2018 indicated the patient was scheduled for pump replacement on (B)(6) 2018. During pre-op, the patient reported to the hcp that the pump was not providing efficacy for about a year. During the procedure, the hcp identified that the catheter was not connected to the sutureless pump connector. The hcp replaced the pump and sc connector. Catheter aspirated and pf saline was put in the new pump.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer. The date of the event was approximately on (B)(6) 2018. The patient experienced a sudden change in therapy. A couple of days past the last refill the patient heard an alarm (single tone) and started to experience withdrawal and then the alarm changed to multi-tone alarm. The patient experienced severe withdrawal and symptoms of nausea, sweating, shaking at the same time, and the pain level ¿went way up¿. The patient went to the emergency room. The patient did not recall what was done. The pump ¿died¿ in april and was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-16, additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). Additional information received indicated the rep could not confirm nor provide evidence of premature battery depletion. The rep indicated that "the pump read 'motor stall occurred' upon interrogation". It was unknown when the patient's withdrawal began, but the patient did report "not being well" for a while but no specific date was provided. The rep indicated no motor stall recoveries were noted during the interrogation, but previously received logs indicated repeated motor stalls and recoveries. The rep indicated they were "unsure" of the resolution of the event as they "did not cover the replacement case".